Manufacturer narrative:
Further investigation of the event did not identify a specific root cause. Assay performance checks were performed and within specification. Calibration and quality controls were also within specification. It was noted the message history did notify the user liquid flow cleaning was recommended prior to when the discrepant results were received. In addition, it was identified the customer is using 13mm sample tubes without using recommended rack adapters and the customer is using a sample centrifugation time that is too short. No adverse events were reported.

Event description:
The user received questionable n-terminal pro b-type natriuretic peptide generation 2 (pro bnp) results for three patient samples, of which one was discrepant. The initial result was 8.12 pg/ml and the repeat result of (B)(6) 2011 was 367.4 pg/ml. The initial result was reported outside the laboratory. No adverse events were alleged regarding the issue. The pro bnp reagent lot number was 15712305. The field service representative determined the system required liquid flow path cleaning and the customer performed liquid flow path cleaning maintenance. To verify the analyzer operation, he ran performance tests with normal results.